Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening and closing issues. It was reported that this was a mitraclip procedure performed to treat grade 3 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced, after steering perpendicular to the valve the clip did not open during the first attempt to open the clip, troubleshooting was performed, and the clip opened suddenly to approximately to 45 degrees. The clip was placed on the leaflets; however, after removal of the lock line, the clip opened approximately 30 degrees. The clip failed to close or open any further but remained secure on both leaflets and was deployed. Mr was reduced to 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. The reported issues of mechanical issue, mechanical jam and difficult to open or close were not replicated under the testing environment during return device analysis as the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue, mechanical jam and difficult to open or close could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.